Event description:
Philips received a complaint on the heartstart mrx device indicating that the functional test failed. The device was evaluated by a philips rse and the reported issue was unable to be duplicated. The device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.